Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were impedance alerts triggered due to high impedance on the superior vena cava (svc) coil and right ventricular (rv) coil of the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.